Event description:
Caller alleged imprecision with inratio. Results as follows: inratio precision data provided by end-user lot 060583: first test inr = 2.5 second test inr = 3.2.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060583: first test inr = 2.5 second test inr = 3.2, mean = 2.85; sd = 0.49; %cv = 17%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.